Event description:
Fluid noted to be dripping from the pump. When the channel was opened it was noted that the tubing was leaking. Upon inspection, tubing noted to have a small hole at the connection between the top blue piece and the soft part of the tubing.

Event description:
Fluid noted to be dripping from the pump. When the channel was opened it was noted that the tubing was leaking. Upon inspection, tubing noted to have a small hole at the connection between the top blue piece and the soft part of the tubing.

Manufacturer narrative:
The following elements have blank data.